Manufacturer narrative:
Concomitant medical products: 4196, implanted: (B)(6) 2010; 5076, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead experienced noise on the pace/sense portion. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: a partial lead (in portions) was returned for evaluation. The interior superior vena cava defibrillation cable developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.